Event description:
A (B)(6) year-old female with hypertrophic left ventricle and aortic stenosis underwent an aortic valve replacement procedure. The annulus was measured and the replica end was used to observe coronary ostium clearance and this 23 mm sjm trifecta valve was selected. Four hours post procedure the patient went into ventricular fibrillation and could not be cardioverted into sinus rhythm. The patient was returned to the operating theatre and the 23 mm valve was removed and replaced with a 21 mm sjm trifecta valve. The patient is reported to be recovering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of this investigation indicated the valve met sjm specifications as supported by the valve's device history record and the analysis performed. Hydrodynamic testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. There was no evidence to suggest that there was an intrinsic defect in the valve and the cause of the reported event remains unknown. Information from the field indicates a smaller 21 mm sjm trifecta valve was implanted.